Manufacturer narrative:
The cassette was discarded.

Event description:
In late 2008, a customer contacted the baxter technical service center regarding a system error 2240 during drain 1 out of 5 while using the home choice system. The service representative (tsr) advised the home patient (hp) to cycle power, an invalid pro card alarm occurred, the tsr advised the hp to contact the dialysis center for a new pro card. The hp pressed go, and a system error 2367 occurred. The patient disconnected prior to the alarm and then reconnected. The tsr advised the hp to start over with a new cassette and bags. The hp stated that she would use manual supplies for that night. Eighteen days later, one of the hp's nurses was contacted and stated that the patient had peritonitis. She recommended to contact the hp's primary nurse. In early 2009, the primary nurse was contacted and stated that she did not have much information relating to the peritonitis as it was all with the hospital. The nurse confirmed that the patient was in the hospital for eleven days that month, for an unrelated issue to peritoneal dialysis (pd) therapy and was diagnosed with peritonitis during this time. The patient is currently on hemodialysis, and the nurse hoped to have the patient back on pd therapy in the near future. The patient recovered (date unknown). No other information was provided.